Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow up, high voltage lead impedance alert was observed and has been measuring high since implant. The trending shows steadily high values from the time it was implanted. Patient was asymptomatic. No intervention planned; lead will continue to be monitored.